Manufacturer narrative:
Event date: exact date unknown, event occurred 6 months ago from the appointment date (B)(6) 2017. Explant date: 2017. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 18253507/18415666.

Event description:
It was reported that the patient experienced intermittent and inadequate stimulation despite reprogramming efforts. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.